Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr stuck in the lesion. Vascular access was obtained via the right femoral artery. The 50% stenosed, 3.5mm diameter, target lesion was located in the mildly tortuous and heavily calcified distal left main (lm) to mid left anterior descending artery (lad). A 1.5mm rotapro was selected for use. However, during the procedure, it was noted the burr was stuck in the distal lm. Another wire was placed in the vessel parallel to the rotawire to deliver a balloon which was inflated to free the stuck burr. There were no complications reported, and the patient was stable.